Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that a patient had been "moving lumber" when his pump alarmed reminding him to check his blood glucose levels. The patient found his reading at 389 mg/dl, and gave himself a correction bullous. Later that day, the patient found the site had become detached and was not sure how long it had been that way. The patient went to the hospital where he was diagnosed with diabetic ketoacidosis (dka). The patient was treated with an IV and was released from the hospital two days later. No permanent injury reported